Event description:
The manufacturer received information on a garbin evo, alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, an error code related to the pressure sensor was observed in the error log. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device's machine flow sensor would need to be replaced to address the error code and preventive maintenance. No repair to be performed, the device will be scrapped as per customer request. Additionally, during the evaluation of the device at the third-party service center, a non-reportable error code related to sensor offset. Evt_drift_debug means sensor offset during drift calculation is too high. The device's system board needs to be replaced to address the issue. No repair to be performed, the device will be scrapped as per customer request.

Manufacturer narrative:
The reported error code related to the pressure sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.